Event description:
Mom at bedside of patient for ng [nasogastric] tube training and 1 of 2 patient insertions prior to d/c [discharge] with feeding tube. Mom removed tube from package, appropriately measured on patient, inserted into sterile lube and then began insertion into patient to appropriate depth. While attempting to flush the ng to confirm placement, mom noted a lot of resistance and was unable to flush. She then asked me to try to flush, and I was also unable to flush air through the ng. The tube was slowly removed and noted to be fused at the end.